Event description:
It was reported that customer experienced continuous glucose monitor error and could not start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, completed pump reset with guidance, and successfully started sensor session after error did not return.